Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the calcified right common femoral artery using two prostyle devices after a percutaneous coronary interventional procedure using a 7f sheath. The suture knot of the second prostyle device was successfully advanced; however, hemostasis was not achieved, there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that a cuff miss [suture retrieval issue] occurred with the first prostyle device. A new prostyle device was used; however, it was not possible to close the artery because of calcification and anatomy angle. Manual compression was applied to achieve hemostasis. No additional information was provided at this time.